Manufacturer narrative:
No device has been returned, therefore no direct product analysis will be available. As no device was rec'd for analysis, it is not possible to determine the root cause of the event.

Event description:
It was reported by the patient through the medwatch system that during a transurethral microwave, treatment procedure, the pt experienced significant pain during and after the treatment. In addition, the patient reported that after the procedure, he experienced incontinence, erectile dysfunction, and major bleeding. Upon further follow up the pt has preexisting history of erectile dysfunction , incontinence, gross hematuria, elevated psa, acute and chronic prostatitis. In addition, the physician's notes states the pt tolerated the procedure well and no complications occurred. Patient is currently in stable condition and at home.